Manufacturer narrative:
(B)(4).

Event description:
It was reported that a syncopal patient presented to the clinic for follow up. Upon interrogation, the pulse generator exhibited backup vvi operation and loss of output. After a device software download, normal function resumed. The patient was discharged.